Event description:
In 2009, the patient reported that she was admitted to the hospital four days prior, due to elevated blood glucose. She had been experiencing elevated blood glucose and nausea and vomiting since five days prior to original date. She stated that prior to being admitted to the hospital her blood glucose measured "hi" on her blood glucose monitor. She changed her infusion site and tubing and her blood glucose continued to measure "hi". Her normal blood glucose range is 110-135 mg/dl. Upon arrival at the hospital her blood glucose measured 829 mg/dl and she was admitted to the intensive care unit and she was disconnected from the infusion device. She was treated with an insulin IV and antibiotics for a urinary tract infection. She reconnected to the infusion device three days later, and her blood glucose remained elevated. She disconnected from the infusion device and continued with an insulin IV and injection therapy. Original date, she reconnected to the infusion device using a new insulin cartridge and infusion set. At the time she reconnected to the infusion device her blood glucose measured 352 mg/dl and she bolused 15 units of insulin. Her blood glucose measured 400 mg/dl 1.5 hours later. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.